Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg reached end of life and it is unknown if the elective replacement indicator (eri) message was triggered. The patient underwent surgical intervention wherein the ipg was replaced, restoring therapy.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Patient's weight was received, correction - initial reporter should have been (B)(6); occupation changed from physician to nurse.